Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 250cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up of the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed as a fiber leak due to four broken fibers noted within the returned dialyzer. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with some indication of blood exposure. The fiber bundle was streaked with blood residue. Additionally, coagulated blood was noted in the dialysate compartment on the circumference of the fiber bundle on the non-cavity end near the inferior polyurethane (pu) potting mass. Coagulated blood was also noted beneath both screw flanges. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed possibly due to the coagulated blood. Subsequent disassembly identified the broken fibers on the circumference of the fiber bundle. The location of the broken fibers was near the dialyzer knit line. No damage or irregularities were noted to the interior of the polycarbonate housing. Further visual examination did not identify any further damage or irregularities within the bundle. The inferior surfaces of the pu were then visually examined on both ends for voids; no voids were observed. Although no leaks wer detected during laboratory bubble point testing, the broken fibers may have resulted in the reported internal leak. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.